Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as its the duplicate of the report 3002806535-2023-00109. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as its the duplicate of the report 3002806535-2023-00109. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). G2: foreign- netherlands. D10: associated products: item number: 30103608, item name:g7 vit e neutral lnr 36mm h, item lot: 65454505. Item number: 010000668, item name: g7 pps ltd acet shell 62h, item lot: r7313004a. Item number: 51-103150, item name: tprlc 133 t1 pps so 15x150mm, item lot:7198025. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three (3) weeks after initial right hip total arthroplasty patient underwent repositioning with anesthesia due to dislocation.due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as its the duplicate of the report 3002806535-2023-00110. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as its the duplicate of the report 3002806535-2023-00110. Given this information, this medwatch will be voided.